Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 3 months post index procedure, an angiogram was performed which appeared to show a type ib endoleak in the left common iliac artery. It was reported that the event was resolved few days later with the extension of the limb down to the left hypogastric with an endurant iliac extension. As per the physician, the cause of the event was anatomy related (due to insufficient extension of the stent graft into the left cia to ensure complete coverage). No additional clinical sequelae were reported and the patient is fine.